Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed based on the information recorded in the event log file. The data contained in the event log file revealed that a 14v battery was connected to the controller¿s white power cable and a backup battery fault related to ebb circuit fault alarm became active. In addition to the backup battery fault there was a controller clock not set alarm. The next entries revealed that driveline disconnect, lvad off and low flow alarms also activated. The controller power was removed to reset the controller. The 14v battery was connected to the white power cable and there was a controller clock not set followed by a backup battery fault alarm associated with ebb circuit fault. The remaining data revealed that the steps mentioned above were repeated several times and the backup battery fault alarm activated again. The returned system controller, serial number (B)(6), was functionally tested using the laboratory equipment and the backup battery fault alarm was not able to be reproduced. The system controller operated for extended period of time while connected to a mock circulatory loop and there were no atypical alarms/events observed. A specific root cause for the backup battery fault alarm captured in the log file was not able to be determined. The device history records were reviewed and the records revealed the controller was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 patient handbook, rev c, under section ¿alarms and troubleshooting¿ explains all alarms and the proper actions to take if the alarms cannot be resolved. The patient handbook, rev c, also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that while installing the external backup battery into the back up controller a backup battery fault alarm appeared. The backup battery was re-installed into the controller with re-occurrence of the backup battery fault alarm. A new backup battery was installed with continued alarm message. The patient was issued a new heartmate 3 controller.